Event description:
It was reported that a balloon catheter had been used successfully with the co-pilot. However, when attempting to advance a 3.5 x 15 mm xience alpine stent delivery system (sds) through the co-pilot, the sds could not advance through the co-pilot and became stuck. The devices were removed together. A new co-pilot and xience alpine were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device is being retained by the hospital. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The co-pilot referenced is being filed under a separate manufacturing report.